Event description:
It was reported by service report that the footend left load cell was bad causing the scale to be inaccurate. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Results: load cell.